Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event since the icm does not have a feature for recording episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient made a symptom recording on the (B)(6) 2020 via the app. When trying to do the same on the (B)(6) 2020, app was no longer paired with device. Patient was unable to send their symptom episode. The app was repaired. There were no patient consequences.